Manufacturer narrative:
Insulin pump had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip completely broken off, cracked belt clip slot, minor scratched display window.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that display screen had cracks and battery threads were broken. Customer's blood glucose was unknown. Insulin pump would need to be replaced.